Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that post centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation was seen in two tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that post centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation was seen in two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photograph conveyed poor barrier separation. A total of 100 retained samples were visually inspected, with no gel defects found. Complaints for sample quality were not under statistical control for the month of april 2025, therefore factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All gel visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on customer photo analysis. Bd has initiated further root cause investigation relating to the issue of poor barrier separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.